Event description:
Surgeon noted the initial preloaded cataract lens injector malfunctioned before implanting. Device was removed from the surgical field and the backup lens was opened and implanted without any issues. Case proceeded in a normal sterile fashion.